Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.